Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim# : (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -7.0/+3.5/087 (sphere/cylinder/axis) into the patient's right eye (od), the lens tore/broke. The lens was implanted on (B)(6) 2019. On (B)(6) 2019 the lens was removed and exchanged with an alternate lens and the problem was resolved. The cause of the event is reported as unknown. Reportedly, no patient injury occurred.